Manufacturer narrative:
As reported, the capsure device fastener failed to fixate. Preliminary evaluation of the sample found a missing internal component. Review of the returned sample is currently ongoing, as such no conclusions have been made. When the sample evaluation is completed, a supplemental MDR will be submitted. A review of the manufacturing records was performed and found that the lot was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units. Addendum: this supplemental MDR is submitted to document the evaluation results. Based on the reported condition and sample evaluation conducted, the reported event is confirmed as manufacturing related. Per the visual evaluation of the returned sample, it was confirmed that the internal spring component was not fully loaded into the gear and pawl. The spring had become loose within the capsure device housing as per device handling and/or in transit conditions; thus, yielding a nonfunctional device. The root cause of the reported condition is manufacturing (manpower) failure to follow procedure. An awareness was provided to the manufacturing personnel pertaining to the capsure manufacturing area to emphasize device assembly requirements; as well as potential failure modes associated with the inadequate execution of manufacturing operations. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a procedure, the capsure fixation device "failed to clip, did not work, no stapling." There was no patient injury.

Manufacturer narrative:
As reported, the capsure device fastener failed to fixate. Preliminary evaluation of the sample found a missing internal component. Review of the returned sample is currently ongoing, as such no conclusions have been made. When the sample evaluation is completed, a supplemental MDR will be submitted. A review of the manufacturing records was performed and found that the lot was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a procedure, the capsure fixation device "failed to clip, did not work, no stapling." There was no patient injury.